Event description:
The hosp reported that both manifolds failed to hold a vacuum, indicating a fracture within the manifold. There was no harm to any pt as the failure was discovered before the devices were used on a pt.

Manufacturer narrative:
Deroyal: the reported devices have been returned to deroyal to be evaluated. Determination of the root cause continues to be under investigation.